Event description:
Far sighted vision change in left eye. Near sighted vision severely worsened in both eyes. Dry eyes, esp left eye. Cannot wear contacts because of dryness. Dates of use: 2002 -- 2008. Diagnosis or reason for use: far sighted vision correction.